Manufacturer narrative:
Boston scientific has issued an advisory communication regarding an older subset of teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. Amq device recall number is: z-0088-2015.

Event description:
It was reported that this pacemaker battery was depleting prematurely due to a low voltage capacitor. Boston scientific technical services (ts) recommended the replacement of the device as it is no longer determining the depletion of the battery and this device falls into advisory. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific has issued an advisory communication regarding an older subset of teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. This supplemental was created to correct or add information on: b. Adverse event or product problem. 5. Describe event or problem. H. Device manufacturers only. 6. Adverse event or problem in health effect - impact code.

Event description:
It was reported that this pacemaker battery was depleting prematurely due to a low voltage capacitor. Boston scientific technical services (ts) recommended the replacement of the device as it is no longer determining the depletion of the battery and this device falls into advisory. Device is emitting beeping sounds 16 times every 9 hours. Device was explanted. No adverse patient effects were reported.